Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 5 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 4 reported events were not confirmed. Evaluation results: 5 devices had no problem found. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was reportedly leaking. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 10 events were originally reported for this failure mode during the reporting quarter. 11 events should have been reported; 1 event was inadvertently excluded. - 11 reported events are included in this follow-up record. Product return status 9 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 5 reported events were confirmed. 4 reported events were not confirmed. Evaluation results 1 device was found to be affected by a corroded handle assembly. 1 device was found to be affected by a damaged handle assembly. 1 device was found to be affected by non-stryker components and repairs. 4 devices had no problem found. 2 devices did not have a root cause established.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device was reportedly leaking. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 11 previously reported events are included in this follow-up record. Product return status 11 devices were received. Event confirmation status 6 reported events were confirmed. 5 reported events were not confirmed. Evaluation results 1 device was found to be affected by a corroded handle assembly. 1 device was found to be affected by a damaged handle assembly. 2 devices were found to be affected by non-stryker components and repairs. 5 devices had no problem found. 2 devices did not have a root cause established.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device was reportedly leaking. 11 events had no patient involvement; no patient impact.